Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that during a stenting treatment procedure, balloon withdrawal resistance occurred. Access was obtained via the femoral artery. The greater than 75% stenosed de novo lesion was located in a mildly tortuous and severely calcified proximal left anterior descending artery (lad). The lesion was predilated with an unknown device. A 2.5x24mm taxus liberte' stent was advanced to the lesion and deployed. When the physician attempted to remove the stent delivery system, resistance was noted. The balloon was inflated again and the delivery system was pushed forward and "tugged," dialed up and dialed down, pulled negative and deep seated the guide catheter which caused it to move into the left main artery and the balloon released. The procedure was completed with this device. No patient complications were reported. Patient status is listed as fine.